Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced universal surgical manipulator (usm) #1 due to error 23087. Usm #4 was moved to armnet #1. A new usm was placed on armnet #4. Fse also replaced distal set up joint (suj) on armnet #1 per customer satisfaction. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated errors 23087 and 23118. The unit was tested on an in-house system, it passed normal mode. The unit was tested on a test platform and failed sine cycle with errors 23118, 23087 and 23138. Performed a-b-a test using gold axes controller arm (aca) board and confirmed that it was bad aca. Remote fe recorded 23118/23087/23138 errors on axis 1. The unit completed test platform testing (using gold aca and it passed all required tests. Aca printed circuit assembly (pca) will be replaced as a fix to the reported problem. Isi received the distal suj; however, but analysis has not been completed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse). Investigation revealed the following possible related system error: 23087 (hall sensor/encoder error. Usm1 axis 1, possible faulty hall sensor, encoder disk that has slipped or an encoder that has stop working). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered error 23087 on arm 1, axis 1. The customer attempted to clear the error with no success. The intuitive surgical, inc. (Isi) technical support engineer (tse) helped the customer perform a hard restart on the patient side cart (psc) to clear the error. The same errors returned later in the procedure and the customer disabled arm 1 to address the reported issue. The site continued the procedure with three remaining arms. Isi followed up with the da vinci coordinator and obtained additional information: the procedure was completed robotically using three remaining arms with no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis confirmed/replicated the reported error 23087 on the distal set up joint (suj). The unit was tested on the test platform and failed the tornado pot and dig test. The motor module along with the harmonic drive will be replaced as a fix. The site requested to replace the entire patient side cart (psc) on (B)(6) 2022 due to multiple usm replacements. The field services engineer (fse) replaced the psc for customer satisfaction. Intuitive surgical, inc. (Isi) received the psc and completed the device evaluation. The unit powered up normally when it was driven in normal mode without finding any issues. Analysis results can be found in the following fields: h10.